Event description:
Patient was prepped to remove transvenous pacer. Upon opening the suture removal kit there were no scissors in the kit. Medline notified. Manufacturer response for suture removal kit, suture removal kit (per site reporter).